Manufacturer narrative:
D2A: COMMON DEVICE NAME: PERCUTANEOUS CARDIAC ABLATION CATHETER FOR TREATMENT OF ATRIAL FIBRILLATION WITH IRREVERSIBLE ELECTROPORATION; REPORTED HERE AS THE COMMON DEVICE NAME EXCEEDED THE CHARACTER LIMIT FOR DESIGNATED FIELD. DETAILED PRODUCT INFORMATION WAS NOT PROVIDED WHEN THE EVENT WAS REPORTED TO BSC THROUGH THE FDA MEDWATCH PROGRAM. WE ARE UNABLE TO REQUEST FURTHER INFORMATION DUE TO THE ANONYMOUS NATURE OF THE INITIAL REPORTER, AND THUS WE ARE UNABLE TO PROVIDE THE UNIQUE IDENTIFIER (UDI) AND OTHER SPECIFIC PRODUCT, PATIENT, OR INCIDENT INFORMATION.

Event description:
IT WAS REPORTED VIA MW5188170 THAT A PATIENT EXPERIENCED PERICARDIAL EFFUSION. DURING A PULSED FIELD ABLATION (PFA) PROCEDURE TO TREAT ATRIAL FIBRILLATION, A FARAWAVE ABLATION CATHETER WAS SELECTED FOR USE. A NON-BOSTON SCIENTIFIC (BSC) CATHETER WAS USED FOR MAPPING. AT THE BEGINNING OF THE PROCEDURE A SMALL PERICARDIAL EFFUSION WAS DISCOVERED, BUT THEY CONTINUED WITH ABLATION. THERE WERE NO ISSUES DURING ABLATION THROUGHOUT THE PROCEDURE. AT THE END OF THE PROCEDURE, THEY NOTICED THE PERICARDIAL EFFUSION HAD INCREASED. THE PERICARDIAL EFFUSION WAS CONFIRMED BY INTRACARDIAC ECHOCARDIOGRAPHY (ICE). THE MEDICAL INTERVENTION PROVIDED WAS PERICARDIOCENTESIS. THE PATIENT WAS REPORTED TO BE IN STABLE CONDITION BUT WAS ADMITTED TO THE HOSPITAL FOR MONITORING. THE REPORTER DID NOT PROVIDE THE CATALOG AND LOT NUMBER OF THE CATHETER AND THE DETAILS WERE UNKNOWN. IT WAS REPORTED THAT THE PHYSICIAN DID NOT MENTION WHAT THEY THOUGHT CAUSED THE PERICARDIAL EFFUSION.

Event description:
It was reported via MW5188170 that a patient experienced Pericardial Effusion. During a Pulsed Field Ablation (PFA) procedure to treat atrial fibrillation, a FARAWAVE Ablation Catheter was selected for use. A Non-Boston Scientific (BSC) Catheter was used for mapping. At the beginning of the procedure a small pericardial effusion was discovered, but they continued with ablation. There were no issues during ablation throughout the procedure. At the end of the procedure, they noticed the pericardial effusion had increased. The pericardial effusion was confirmed by intracardiac echocardiography (ICE). The medical intervention provided was pericardiocentesis. The patient was reported to be in stable condition but was admitted to the hospital for monitoring. The reporter did not provide the catalog and lot number of the catheter and the details were unknown. It was reported that the physician did not mention what they thought caused the pericardial effusion.

Manufacturer narrative:
D2a: Common Device Name: Percutaneous Cardiac Ablation Catheter For Treatment Of Atrial Fibrillation With Irreversible Electroporation; reported here as the Common Device name exceeded the character limit for designated field.Detailed product information was not provided when the event was reported to BSC through the FDA Medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the Unique Identifier (UDI) and other specific product, patient, or incident information.Investigation Summary-With all the available information, Boston Scientific is unable to confirm cause of the reported clinical observation of Pericardial Effusion. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed.Device History Record (DHR) Review:The UPN/Lot number was not provided, therefore a DHR and Ship History Review could not be performed.Labeling Review-Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/Instructions For Use (IFU).Risk Review-A risk review performed for the FARAWAVE device confirmed that the event of Pericardial Effusion is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation Conclusion-Boston Scientific has assigned an investigation conclusion code of Cause Not Established and supporting evidence that came to this conclusion. Boston Scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the Instructions For Use (IFU) was not followed.Correction to section G2.